Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm. Customer stated insulin pump had keypad anomaly and unexpected error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, displacement test, prime or a33 test, excessive no delivery test and occlusion test or verify unresponsive button alarm due to blank display and unexpected constant audio tone. However, keypad flattened button dome switch was found on express bolus, esc, act, up and down.